Event description:
Ous MDR - during the (B)(6) in (B)(6) it was reported that in biotronik pacemakers specific ventricular potentials were observable when an atrial pace coincides with the t-wave that may lead to the sense of t-waves in the ventricular channel. The implant and event dates were not provided.

Manufacturer narrative:
The analysis of the observation revealed that the device settings programmed by the physician led to the occurrence of t-wave oversensing. The analysis did not reveal any indication of a device malfunction. The oversensing was related to the chosen parameter settings.